Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent was returned loaded over a turnpike catheter with 0.014'' guidewire inside; the guide catheter was also returned. Stent struts were severely damaged along the entire stent length. Stent struts were stretched, bunched on one end of the stent and deformed. It appeared as if the turnpike catheter was used to pull the stent out from the patient¿s body. Stent detachment most likely occurred when the stent got stuck on the micro catheter, however the micro catheter was not returned for analysis. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 3.00x28mm synergy ii everolimus-eluting platinum chromium coronary stent system drug-eluting stent was advanced and deployed in the lesion. After deployment, when the device was removed from the patient, it became stuck on the micro catheter. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 3.00 x 28 mm synergy ii everolimus-eluting platinum chromium coronary stent system drug-eluting stent was advanced and deployed in the lesion. After deployment, when the device was removed from the patient, it became stuck on the micro catheter. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.